Event description:
Facility reported leaking at venous dnl during treatment. There were four incidents. Ca coordinator clarified the defects details as cracked connector. The needles wre connected to combo set flow series (fmc mexico) and happened after 1.5 hr of treatment.